Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The hp forgot to open the clamp on the patient line during prime. The technical service representative (tsr) reviewed the proper setup procedures with the hp and instructed the hp to setup the hc using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It instructs the user to check the lines for closed clamps. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.